Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer independently reset the pump and did not experience a recurrence of the malfunction code, allowing them to continue using the pump. Technical support provided information on resetting the pump and advised the customer to call back if the issue recurred.